Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the (B)(4) pilot program. (B)(4) complaints were received during this report period. (B)(4) showed no evidence of any device-related fault ((B)(4)). (B)(4) were determined to be the result of manufacturing error ((B)(4)). (B)(4). None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes (B)(4) malfunction events which are associated with the unintentional separation of the device and/or its components from something to which it is connected or attached. These reports were received from various sources. No patient information confirmed.